Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer that the coil was repositioned several times to engage with the aneurysm. Then the subject coil was pulled back, and it got unexpected prematurely detached inside of the microcatheter. This may have occurred due to manipulation or procedural factors. However, it cannot be confirmed as the device was not returned. While there are a number of potential causes for the reported issue of device difficulty engaging target vessel and main coil prematurely detached/separated during use, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported during a cerebral aneurysm embolization procedure, the subject coil was unable to position firmly at the treatment site. As the subject coil was being retracted from the catheter, it prematurely detached. The entire catheter was withdrawn from the patient with the subject coil. The subject coil was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H3 other text : device not returned for evaluation.

Event description:
It was reported during a cerebral aneurysm embolization procedure, the subject coil was unable to position firmly at the treatment site. As the subject coil was being retracted from the catheter, it prematurely detached. The entire catheter was withdrawn from the patient with the subject coil. The subject coil was replaced and the procedure was completed successfully with no clinical consequences to the patient.